Event description:
Pump stopped, says needs to back prime, it won't back prime, opened lever and door came off the hinge. Serial no (B)(4).

Event description:
Pump stopped, says needs to back prime, it won't back prime, opened lever and door came off the hinge.